Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: rep was not present for the case. From the start of the procedure no clips would load at all and none would seat into the jaws. The trigger appeared intact. An applied trocar was used with the ca500. There was no pressure applied to the trigger as the ca500 was inserted into the trocar. Another ca500 was pulled however clips kept scissoring on approximately every third fire. The surgeon did not torque the clip applier or trocar. The surgeon was trying to clip the cystic duct when the clips would scissor. The jaws were located completely around the duct. The surgeon did not skeletonize any tissue. There was no patient injury and third ca500 was used to complete the procedure without further issue. Patient status: no patient injury. Intervention: the case was completed with a third ca500.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: rep was not present for the case. From the start of the procedure no clips would load at all and none would seat into the jaws. The trigger appeared intact. An applied trocar was used with the ca500. There was no pressure applied to the trigger as the ca500 was inserted into the trocar. Another ca500 was pulled however clips kept scissoring on approximately every third fire. The surgeon did not torque the clip applier or trocar. The surgeon was trying to clip the cystic duct when the clips would scissor. The jaws were located completely around the duct. The surgeon did not skeletonize any tissue. There was no patient injury and third ca500 was used to complete the procedure without further issue. Patient status: no patient injury. Intervention: the case was completed with a third ca500.